Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and a solid tone was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that during a lap ventral hernia procedure, got handpiece error. Opened new disposal and tested, instrument error continued. No patient consequence.